Event description:
The customer reported an issue where the pads ECG was not connected. No report of negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.